Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the device found excessive wear due to lack of proper maintenance. The device did not overheat during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest tradition handpiece overheated. No injury resulted in the event.